Manufacturer narrative:
Device has not been received.

Event description:
A report was received that the patient had a burning sensation at the ipg site. The reported sensation occurred whether the ipg was on or off. The patient had their ipg explanted and replaced.